Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked during a visual inspection. The leak was located in the corner of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with magnification was performed and noted a small tear in the lower left bottom corner of the bag. Functional testing was performed by filling the bag with water and a leak was observed. The reported issue was verified. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.